Event description:
On (B)(6) 2011, the pt's mother alleged that 2-3 weeks prior to contacting animas, the pt noticed a cartridge was leaking from luer lock end. It was reported that the leak stopped after the pt tightened the tubing. The pt denied having a blood glucose excursion as a result of leak. The pt's mother mentioned that a drop of insulin went into his eye while examining the cartridge. The reporter claimed that the pt washed out his eye and no medical attention was necessary. It was noted that the cartridge was not saved for return. There was no adverse event associated with this complaint.

Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge was not returned to animas. Although the cartridge was not returned, there is no further investigation necessary with respect to the leak issue. Cartridges with lot # b201581 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.